Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 320 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on electronic assembly. No button error alarm noted during testing. The insulin pump had moisture damage on motor assembly and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.